Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing pain near their implant site (B)(6) 2018. The physician checked the s-ICD and pocket site and no changes were noted. The physician believed that the pain may be related to acute phase of implant (implant was on (B)(6) 2018). The patient was prescribed pain relieving medication and the s-ICD remains in service. No additional adverse patient effects were reported.